Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) assembly and hard disk drive were evaluated and replaced. The system configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during the boot process and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.